Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): the screw broke and required revision to remove the broken screw. However, some of the screw was left in the patient. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screw was broken post-operatively. This was detected during the revision operation. The broken fragments were removed, with some fragments remaining in the patients body due to inability to remove it. Another plate was used after removal of the plate and screw fragments. The procedure was completed successfully. Prolongation of the surgery unknown, patient outcome unknown, patient harm unknown. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 20. Dec. 2016: received 4 broken screws instead of one, and all 4 screws broke before the removal surgery. Concomitant part (not broken): x-plate (part: 04.211.204 / lot: 7505594 / quantity 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation and product investigation were performed. Four screws pieces of various states and the x-plate used in the surgery were received for investigation. Investigation of four broken screw fragments was completed. Based on features which could be measured, all four of the screws meet product specifications. Therefore, the investigation is unconfirmed from a manufacturing standpoint. The conclusion from the manufacturing investigation points to the fact that the screws belong to the 04.210.xxx 2.4mm variable angle screw family. A device history record review could not be performed as the lot numbers for all four broken screws are unknown. Screw 1: the piece was sheared in the middle of the head from with the drive being sheared off to the extent that the depth could not be verified. The portion of the screw provided meets the product print specification. Screw 2: the piece was sheared with enough of the head form left for the drive depth intact. The portion of the screw provided meets the product print specification. Screw 3: the piece was sheared with enough of the head from left of the drive depth intact. The portion of the screw provided meets the product print specification. Screw 4: the piece was sheared part way down the shaft thread. The portion of the screw provided meets the product print specification. The portions of the screws provided meet print specification where distortion did not occur. None of the screws provided were completely intact. The screws appear to have been produced to specification but the conclusion is indeterminate as none of the screws provided were complete. The concomitant x-plate-2.4/2.7 va lock lrg 36*20 tan with part no. 04.211.204 / lot 7505594 is intact and beside some use marks undamaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.